Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired on the same day. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. (B)(4).